Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of edema: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : ¿ inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended."

Event description:
Healthcare professional reported injecting a patient with juvéderm volbella with lidocaine in both eye sockets. A week later, the patient was injected with juvéderm volbella with lidocaine in the upper eyelid and injected with sculptra in the cheekbone and cheek on each side. Another week later, the patient was injected with juvéderm volbella with lidocaine in the periocular part and juvéderm volift with lidocaine injected above the eyebrow (lower half of forehead). Again another week later, the patient was injected with juvéderm volift with lidocaine below the eyebrow (lower half of forehead) and juvéderm volbella with lidocaine in the periocular part. About 4 months later, the patient got up in the morning and had developed "serious swelling in the left upper and lower eyelids and periocular part." The swelling disappeared in the evening. However, on the following day, the swelling appeared again which would repeat "again and again" with no pain. The patient's vision was good and the right eye was "all good." Patient was treated with hyaluronidase. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2017-00949 ((B)(4)), MDR ID #3005113652-2017-00950 ((B)(4)), MDR ID #3005113652-2017-00951 ((B)(4)), MDR ID #3005113652-2017-00952 ((B)(4)), and MDR ID #3005113652-2017-00953 ((B)(4)). This MDR is being submitted for the third injection with juvéderm volbella with lidocaine, also a device manufactured by allergan.